Manufacturer narrative:
This report is for an locking screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Surgical/ medical intervention; revision surgery. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, a patient underwent removal of nail due to nonunion and delayed healing. All hardware was intact. Patient was revised to a plate. It was noted that patient had poor bone quality and fracture pattern. Procedure was successfully completed with no surgical delay. No patient consequence. This report is for an unknown locking screw. This is report 2 of 6 for (B)(4).